Event description:
In 2008, it was reported to boston scientific corporation that a percutaneous nephrolithotomy (perc) procedure using a percutaneous access needle occurred. According to the complainant, during the procedure the glidewire was introduced into the percutaneous access needle. Upon removing the glidewire from the needle, the glidewire was found to be stripped down to the core and part was left in the patient's kidney. The wire was removed from the kidney with alligator graspers. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complaint review are in progress; results which will be provided in a follow-up medwatch report.